Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Date (B)(6) 2013, inratio 2.6, laboratory 6.0. Results were three (3) hours apart. Patient's therapeutic range: 2.0-3.0.

Manufacturer narrative:
Investigation pending.